Event description:
It was reported to philips that the system's flexvision monitor was unable to turn on, delaying the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the slave monitor, which was configured to show a live image; no loss of a live image was reported. The philips field service engineer (fse) inspected the system on-site and found that the flex vision monitor was unable to turn on. Upon troubleshooting, the fse checked the voltage ac (alternating current) input from the b cabinet, which was found to be okay. The fse found that the power plug to the monitor was faulty. To resolve the issue, the fse replaced the power plug and ensured that the contacts were solidly connected to the monitor socket. The fse switched on the monitor and jiggled the power plug; connections were found to be okay. After the power plug of the monitor was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.